Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After all planned stent grafts were implanted, the final angiography confirmed an unknown type of endoleak around the proximal portion of the stent grafts. The physician suspected a proximal type I endoleak or a type iii endoleak from the joint of the trunk - ipsilateral leg endoprosthesis and the contralateral leg endoprosthesis. As a treatment, additional balloon touch-ups were performed using a coda® balloon catheter (cook medical). No angiography was performed afterwards, therefore, it was unknown whether the leak persisted after the additional ballooning. The patient tolerated the procedure. On the same day after the procedure, the patient experienced an abdominal pain. A computed-tomography noted a retrograde type b aortic dissection originating from suprarenal artery towards the ostium of the left subclavian artery. Reportedly, the dissection was originating from about 5mm proximal to the implanted trunk - ipsilateral leg endoprosthesis. As the dissection was not marked immediately adjacent to the device, it was uncertain whether the device placement caused the event. The reporting physician suspected that additional balloon touch-ups performed during the procedure could have contributed to the dissection. The patient received a conservative therapy. Another exam performed on the next day confirmed the false lumen thrombosed, therefore, no additional treatment was required. The patient is being monitored.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleaks, dissection, perforation, or rupture of the aortic vessel and surrounding vasculature.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After all planned stent grafts were implanted, the final angiography confirmed an unknown type of endoleak around the proximal portion of the stent grafts. The physician suspected a proximal type I endoleak or a type iii endoleak from the joint of the trunk - ipsilateral leg endoprosthesis and the contralateral leg endoprosthesis. As a treatment, additional balloon touch-ups were performed using a coda® balloon catheter (cook medical). No angiography was performed afterwards, therefore, it was unknown whether the leak persisted after the additional ballooning, and no aneurysm enlargement or secondary procedure were reported for the suspected endoleak. The patient tolerated the procedure. On the same day after the procedure, the patient experienced an abdominal pain. A computed-tomography noted a retrograde type b aortic dissection originating from suprarenal artery towards the ostium of the left subclavian artery. Reportedly, the dissection was originating from about 5mm proximal to the implanted trunk - ipsilateral leg endoprosthesis. As the dissection was not marked immediately adjacent to the device, it was uncertain whether the device placement caused the event. The reporting physician suspected that additional balloon touch-ups performed during the procedure at the proximal end of the stent graft trunk-ipsilateral leg could have contributed to the dissection. The patient received a conservative therapy. Another exam performed on the next day confirmed the false lumen thrombosed, therefore, no additional treatment was required. The patient is being monitored.